Event description:
The customer states that they have been running patient samples in duplicate for the sodium, potassium and chloride assays (integrated chip technology module or ict module) on an architect c8000 analyzer. One patient sample generated sodium assay results of 119 and 144 mmol/l. The sample was tested a third time and generated a result of 144 mmol/l. There is no impact to patient management reported. The customer requested a service call.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the analyzer. The ict pre-amp board was replaced due to intermittent signals being generated. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.